Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 463 mg/dl. The customer was not present at the time of the phone call to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.